Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented blood on backflow, also this device was used with a non-bsc catheter, which is considered off label use. Faradrive was prepped, farawave inserted no issue. Ablation was completed. Inserted non-bsc catheter and was performing post map while post mapping md noticed significant backflow of blood out of valve of faradrive and there was blood backflowing through the tubing. The faradrive was aspirated and flushed. Tubing that was connected had appropriate pressure and was dripping. Md was concern of backflow finished mapping quickly and ended procedure. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no outer abnormalities were observed on the sheath. The sheath was prepared for leak testing by removing the dried blood that was occluding the shaft. The sheath failed leak and aspiration testing. The device was dissected and examined under the microscope. The internal hemostatic valve had tears by the center slit. This defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leak and air ingress.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented blood on backflow, also this device was used with a non-bsc catheter, which is considered off label use. Faradrive was prepped, farawave inserted no issue. Ablation was completed. Inserted non-bsc catheter and was performing post map while post mapping md noticed significant backflow of blood out of valve of faradrive and there was blood backflowing through the tubing. The faradrive was aspirated and flushed. Tubing that was connected had appropriate pressure and was dripping. Md was concern of backflow finished mapping quickly and ended procedure. The procedure was completed successfully without patient complications. The device is expected to be returned.